Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management (pm) printed circuit board (pcb). After this repair, the unit passed performance verification tests and was returned to service. Although requested, patient information was not provided. The device was reported to be in use at the time the reported issue was discovered. There is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit shut off, and had an error code in its logs relating to an analog to digital converter (adc) reference failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date rec'd by MFR: 25oct2019. Date of report: 28oct2019. Failure investigation was completed. The power management (pm) board was received for evaluation. The pm board was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the pm board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit shut off, and had an error code in its logs relating to an analog to digital converter (adc) reference failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.